Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient incorrectly filling the cartridge).

Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the patient had a blood glucose of 26-28mmol/l without symptoms. The patient did not receive treatment above and beyond the usual care of diabetes management. Customer support (cs) completed troubleshooting and it was determined that the patient is not using correct filling technique. This report is being made due to the hyperglycemic event the patient experienced due to incorrectly filling the cartridge.

Manufacturer narrative:
The retained cartridge was evaluated by product analysis on 08/07/2014 with the following findings: evaluation revealed that the retained cartridge passed visual inspection with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. There was no defect found.